Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Based on the evaluation printing debris caused the foreign matter on the tubing which is likely caused by deficiency in the packaging process and it was not detected during the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that there was foreign matter present within the tubing of the device. The defect was identified during preparations for a medical procedure. No patient interaction or injury to report.